Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited failure to capture. It was noted that the capture was intermittent at max output. The lead was extracted and replaced. During the procedure, the physician noted extensive calcification of the device, lead, and coronary arteries. The physician suggested that the calcification of the lead tip was the likely cause of the failure to capture. The procedure completed successfully without any immediate complications to the patient.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.